Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor reported that a patient alleged that the lifevest "exploded". This allegedly caused her to do a backbend and start seizing while she was at the hospital. The patient reported that she went to the hospital to be treated for hallucinations. The patient stated that during the seizure she "almost bit her tongue off and lost a tooth" and that it felt like "her brain was going to pop out." The patient alleges that "medical professionals told her the seizure was caused by the lifevest". The patient also reported that she is not aware of if she heard the alarm due to her short-term memory loss. The patient's allegations were unable to be confirmed. The patient indicated that she was not aware if she was treated for her injuries to her tongue and tooth. A representative at the hospital indicated that the patient was in the seizure at the time that the lifevest entered a detection sequence. The seizure prevented the patient from pressing the response buttons and gel was deployed. It was reported that the patient then came out of the seizure and the device exited the detection sequence, preventing a treatment from being delivered. The representative also indicated that the patient was experiencing withdrawal and might have been hallucinating. The final outcome of the alleged injuries is unknown at this time. Review of the device indicated that no treatments were delivered by the lifevest during the event.